Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the flow sensor was bad. The fsr replaced the flow sensor and tested the device. The problem was resolved, all tests passed.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.